Event description:
A 15mm diameter x 3.5 cm length iliac extension cuff was implanted in a pt for the treatment of an iliac aneurysm. Aneurysm and vessel morphology are unknown. The pt was not a candidate for surgical intervention due to co-morbidities which include a blood clotting problem and diabetic. It was reported that 4 months post stent graft implant the stent graft became occluded. The physician has elected to remove the stent graft at a later unknown date. No additional clinical sequelae have been reported and the pt is currently fine.